Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula kinked event on (B)(6)2024. The event occurred within 3 or more hours of insertion. The infusion set had been used for 8 hours. The insertion site was at the abdomen. The blood glucose level was 376 mg/dl at the time of the event. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.